Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right atrial (ra) and right ventricular (rv) epicardial leads exhibited high thresholds. The ipg was explanted and replaced. The rv lead was capped and later explanted and replaced. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.